Event description:
Provider states that the seat upholstery on this chair is sagging. Provider states that the end user states they were practically sitting on the crossbars and this was very uncomfortable.

Manufacturer narrative:
.